Manufacturer narrative:
The incident device has not been received. However, a photograph was provided and is under evaluation. When the evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device locked after application to tissue. When activated, the device was smoking and there was a smell of burned rubber. The blade blocked the movement of the jaw. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The product in the picture did not meet specification. The picture showed the jaw over-mold was damaged at the side of the jaw. The reported conditions of device locked on tissue and device smoked could not be confirmed based on the p[picture sample provided. The device stopped working was confirmed. The investigation the over-mold plastic was partially damaged on each jaw. The damage over-mold plastic is consistent with grasping a metal object during activation. The investigation identified the root cause of the reported event of the device stopped working to be user error. The instruction for use (IFU) states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. No update to the risk management file is required at this time. Manufacturing non-conformance's were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device locked after application to tissue. When activated, the device was smoking and there was a smell of burned rubber. The blade blocked the movement of the jaw. New device was opened to continue the procedure. No patient injury occurred or medical intervention was required.